Event description:
Rn discovered 7 inch IV extension tubing was discolored while still in sterile package. Product not used on patient. Manufacturer response for pressure infusion extension set, 7"pressure infusion ext set w/microclave clear, purple clamp, rotating luer (per site reporter). Equipment failure reported to the manufacturer and the product returned by mail.